Manufacturer narrative:
H7: recall/notification information added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign consumer (for, con) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that the patient was calling and stated that they had a synchromed ii implanted since on (B)(6) 2022 with morphine. The patient needed a refill every 4 months but for the last refills, the pump was empty at the refill date. Additionally, the patient claimed to have underdosage and withdrawal symptoms for about a week prior to the refill date. The patient asked what could the cause be? The patient was observing the refill procedure and claimed that the health care provider (hcp) was able to empty the 20 ml syringe completely. The patient had magnetic resonance imaging (MRI) where they could find a liquid patch at the patient's lower back at the catheter. According to the patient, they took a sample and it was supposedly morphine. After the last refill, the pump was still beeping every hour. It was hard to determine over the phone. The programming of the phone seemed fine (low reservoir alarm at 2 ml). The patient was advised to see the hcp again for re-interrogation and manually silencing the alarm. The name of the hcp who implanted the pump and the hcp who performed the refills were provided. The name of the implant facility was also provided. The patient was also advised to see the hcp again for further troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider. The model number of the catheter was clarified. The pump and catheter were implanted on (B)(6) 2022. It was indicated that the alarm was probably triggered after (B)(6) 2025, which was the agreed-upon refill date. From (B)(6) 2025, the patient was in inpatient orthopedic treatment without the pump being filled. This was done by the healthcare provider on 2025-apr-16. The following day, the patient came in again because despite filling and consumption as set, the hourly alarm continued. No error message could be detected. Therefore, they scheduled a follow-up appointment for mid-may. The healthcare provider did not have a report for this appointment or for the in-patient orthopedic stay. It was further reported that the fluid stain in the autochthonous back muscles at l2 was described to the healthcare provider by the patient as edema. The healthcare provider had no knowledge of its consistency, nor did they have other findings. Since the patient had not been back since (B)(6) 2025, the healthcare provider assumed that everything has been resolved for the patient. The patient did not experience any withdrawal symptoms at his last appointment. As per the pump log provided, the pump administered morphine with c oncentration 20,0 mg/ml at a dose rate of 2,998 mg/day as of (B)(6) 2025. As per the log provided, the following occurred: (B)(6) 2025 19:08 ¿ non-critical alarm regarding low reservoir, (B)(6) 2025 09:54 ¿ event status was cleared, and (B)(6) 2025 09:54 ¿ non-critical alarm regarding low reservoir.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# unknown. Implanted: (B)(6) 2022. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.